Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited oversensing, inappropriate shocks, pacing inhibition and pacing impedance measurements less than 200 ohms on the right ventricular (rv channel. A revision procedure was performed and the device and rv lead were removed from service and replaced. No additional adverse patient effects were reported.